Event description:
Boston scientific provided the following information: no rv capture resulting in pauses > 2 seconds. No noise could be seen/produced. Lead remains implanted and will be evaluated further. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.